Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, high capture threshold was noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.